Event description:
Allegedly, patient was revised due to instability; malalignment; stiffness component not revised: patell, revision njr number: (B)(4), side: l, primary asa: p2 - mild disease not incapacitating.